Event description:
Reporter alleged patient's blood glucose measured hi compared to a lab result of 50 mg/dl when testing was performed back to back and the lab was drawn at the same time of meter testing. Reporter indicated patient was treated with insulin as a result of the meter reading however, was also treated with d50 and orange juice as a result of the insulin given based on the result of hi. No other information was provided reportedly. A request was made for the return of the suspect device and replacement product was sent.